Event description:
Plastic sheath on 15 cm top came loose while performing breast augmentation surgery.

Manufacturer narrative:
(B) (4): a retrospective review of past complaints involving the ext was conducted after 3007069406-2009-00001 and 3007069406-2009-00002 were filed. This MDR filing is based on that review. Device evaluation on 5/26/09: during visual inspection of the returned ext shaft, damage of the insulation was noted at the distal end of the ext shaft. Review of the lhr did not note any anomalies during manufacturing of this lot. The root cause of the failure could not be determined at this time. This failure mode is similar to 3007069406-2009-00003 and peak surgical will continue to monitor for future recurrence. On 7/14/09: due to subsequent complaints, the extended shaft is now being manufactured with a double layer of insulation. This is the final report.